Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was reported to be a leak in the disposable. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that there is a small amount of fluid under the empty white supply bag. The technical service representative assisted patient with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.